Event description:
Hospital's narrative: "whilst administering epidural, filter leaked and broke apart. Injectable leaked around the filter. This set was not retained. Was replaced under sterile conditions". Leakage was reported from further filters.

Manufacturer narrative:
No specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history record and the raw material history files for the reported batch showed no recorded quality problems or rejections related to this incident. Pajunk considers this file as closed.